Event description:
It was reported that a balloon rupture occurred. A 2.25mm x 8mm nc emerge balloon catheter was advanced for dilation. However, the balloon ruptured. A wolverine balloon was used to continue and completed the procedure. No patient complications nor injuries were reported.